Event description:
It was reported, the flex deflectable videoscope monitor changes color or display normally. When the universal cord was touched, a clicking sound was heard and the phenomenon that was described occurred, therefore, there was a possibility of disconnection. The issue occurred during a unknown therapeutic procedure. The intended procedure was completed with the same device, and there were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the video connector case was deformed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported color bars intermittently on the screen issue could not be determined, however, the issue was likely the result of a damaged image sensor unit due to user handling/mishandling, a faulty circuit board component and or external factors. The issue may be detected/prevented by following the instructions for use section below: operation manual, chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.